Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "unexpected shut down with error code 1- the pump was handed in by a nurse in the hospital with no other information provided. The pump is out of warranty; type of drug:unknown; patient involvement: yes."

Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "unexpected shut down with error code 1- the pump was hand in by a nurse in the hospital with no other information provided. The pump is out of warranty type of drug:unknown patient involvement: yes."